Event description:
It was reported that the patient was hospitalized due to a couple of grand mal seizures. Patient was reported to be not taking medicines as prescribed. Patient was running low on one medication and had tried to compensate it by taking double dose of another medication. The patient, however, believes that the vns was not working. A field representative checked the patient's device and confirmed it to be functioning properly. The patient was able to feel vns stimulation and the impedance was found to be within normal limits with 3164 ohms. Patient's device was programmed at a sub-therapeutic dose of 0.25 ma output current. The neurologist at the hospital increased the output current to 1.0 ma and referred patient to see another physician. Attempts for additional relevant information from the epileptologist were unsuccessful.

Event description:
Product information and diagnostics were received.